Event description:
It was reported that a spectrum pump was alarming for system error 322. There was no pt involvement. The event occurred in the biomed area. This event did not occur on or before first clinical use. No further information was provided.

Manufacturer narrative:
(B)(4). The device was received and evaluated by baxter. Unit was tested for 24 hours with no occurrence of ec 322. Review of the history log confirms the ec 322 reported symptom. However, eval was unable to determine the cause. When evaluating known contributors to system error 322 it led to the determination that the upper and lower aux were the failing components. As a result, the upper and lower aux were replaced.